Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported false downstream occlusion alarms. The alarms were caused by a downstream pressure plate gap out of specification and high downstream sensor current readings. The downstream sensor and downstream tubing guide were reworked to resolve the issue.

Event description:
It was reported that a spectrum pump alarmed for a downstream occlusion below the specified pressure range during testing and would not restart. It was also reported that there was no pt involvement.